Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc obtained the video taken of the monitor when the event occurred. According to the video, the monitor displayed ¿in ¿ no signal ¿¿, which indicated the input signal to the image recording device had been interrupted. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation results, it is unlikely that the reported phenomenon was attributed to the subject device, but there is the possibility that the reported phenomenon was attributed to a malfunction of the internal sync signal of the video processor or a malfunction of the monitor concomitantly used with the subject devices.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the laparoscopic colectomy, the endoscopic image became dark for a moment and then the monitor displaying the endoscopic image went on and off repeatedly. The user rebooted the device, then this phenomenon was resolved. The user continued to use the device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.